Event description:
Caller reported compact plus system blood glucose results of 0.6 mmol/l and 15 mmol/l within 10 minutes. Caller reported another, separate comparison on the same system of 0.6 or 0.5 mmol/l and 15 mmol/l within 10 minutes. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.